Event description:
The pt said that they used the suspect device to check their blood glucose and pt obtained a result of 392mg/dl. The result seemed high and pt took their insulin and went to bed. In the morning pt was disoriented and an ambulance was called. The emt's checked the pt's glucose on their equipment and the level was 61mg/dl. A test was then performed on the suspect device and the result was in the 200's mg/dl. Pt was taken to the hosp and given an IV and orange juice with sugar. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval. The event was reported by the pt's family member.